Manufacturer narrative:
Corrected wording. The engineering investigation stated the polyimide guidewire was exposed and bent at the trailing olive. No damage was seen on the device or constraining sleeve. The deployment knob had been unscrewed. No damage was seen on the deployment line. The device was still constrained inside the sleeve. The findings from the evaluation are consistent with the physician¿s observations of the broken leading end of catheter and the displacement of the device positioned on the catheter. The physician¿s observations of damage to the deployment sleeve and deployment line could not be confirmed. The root cause for difficulty advancing the catheter could not be determined with the currently available information. The root cause for the catheter withdrawal interference could not be determined with the currently available information. The root cause for the broken leading end of the catheter could not be determined with the currently available information. The excluder instructions for use (IFU) clearly states: do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur. Do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. Plc161400/12290583. (B)(4). Further information was requested.

Event description:
On (B)(6) 2015, the patient was treated for a right common iliac artery aneurysm. It was reported that the procedure was completed in 2 steps. First step: a cook brand endovascular prosthesis extending from the transverse aorta to the descending aorta was implanted. A chimney procedure was performed using a gore viabahn endoprosthesis with heparin bioactive surface gore (pah130502/unknown) device into the left subclavian artery. This device was properly positioned without complications. Second step: a control angiography using an angiography millimeter catheter (pigtail catheter) was taken on the left side, visualizing the right common iliac artery with aneurysm involving the hypogastric artery on the same side. The right hypogastric artery was embolized using a coiling device from cook. Then, the 12fr gore dryseal sheath was advanced over the lunderquist guidewire 0.035 and a viabahn device (pah131002/13664773) was implanted. Reportedly, the viabahn device was positioned into the right external iliac artery, properly located and deployed without complications. Then, the gore® excluder® aaa endoprosthesis contralateral leg component (plc161400/12290583) was used. It was reported that when the contralateral leg component was advanced over the lunderquist guidewire toward the treatment area, the device became trapped in the introducer sheath and could not be advanced to the treatment zone. Reportedly, the physician felt high resistance inside of the sheath. A rescue maneuver was attempted to extract the device, but this attempt was unsuccessful. The device could not be extracted from the patient's artery. During further attempts to remove the device, it was noticed that a leading olive had a partial separation and a deployment line was broken. Eventually the damaged device was removed from the patient. The damaged device was exchanged for a new one (plc161200/13057286) and the procedure was completed without complications. The patient tolerated the procedure. Reportedly, there was nothing in the patient's anatomy that may have caused or contributed to the event.